Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the needle of the sensor was loosed, customer stated that the needle was fractured while in the body. Customer reported that the needle was fracture at the time of insertion. The device will not be returned for analysis.